Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001526350-2018-00876.

Event description:
This is a duplicate.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
When surgeon taking a split thickness skin graft from patients right thigh, the dermatome machine (dermatome - zimmer. Phase 4, 14) malfunctioned causing a full thickness wound. Problem was noted immediately, and dermatome reversed such that no tissue loss resulted. Wound was closed with sutures and steri strips. An alternate site was used to obtain the skin graft, but it was not a secondary graft as the initial resulted in no tissue removed. An alternate device was used. No additional consequences have been reported as a result of this malfunction.